Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: as stated earlier, the patient associated with this procedure passed away over the weekend. Patient underwent a middle lobectomy where they reportedly encountered bleeding from pulmonary artery. Patient reportedly had to receive blood and put on bypass. They continued the procedure and the 6th firing with the stapler locked out on the lung. The sales rep, was called and walked thru the steps for retuning knife blade, all the way thru manual override. When done explaining the manual override steps, or stated they were ¿good¿ and hung up. Rep was under assumption that manual override worked and released from the tissue. When rep followed up the next morning with staff involved in the procedure, he was then informed they did not get the jaws open and reportedly cut the stapler off the lung. A different psee60a was used to complete the case. Sales rep was informed that the patient died over the weekend of (B)(6) 2021 and was told that it was not the fault of the device used in the procedure. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient undergo any preoperative radiation or chemotherapy? Can additional information be provided regarding the bleeding on pulmonary artery? Patient went on bypass. Does the surgeon believe an alleged deficiency of device caused or contributed to bleeding on pulmonary artery? Did the patient have any other underlying pulmonary disease in addition to reason for surgery? Was the device difficult to close? Were any unusual noises heard? What troubleshooting steps were taken in attempts to open? Reported that automatic reverse and manual reverse didn¿t work can a timeline of events over post-operative period be provided? Was an autopsy performed? If so, can the results be shared? Does the surgeon believe that the difficulties with device caused or contributed to the patient death?

Event description:
It was reported that during a lobectomy procedure that case converted to open prior to use of our device due to ¿hitting¿ the pulmonary artery. On the sixth firing of our device on the middle lobe of the right lung. The device stalled and got stuck. Reverse and manual override did not function. Device was removed by cutting it away from the tissue. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 7/29/202. Additional information received: the account has not released the stapler from risk management. There hasn¿t been any intel offered from the account on whether the surgeon is implicating the device as a contributing factor to the patient death yet either.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2021. This is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the firs and second photo shows a closed jaws with tissue between them. The third photo shows an echelon flex 60 with body fluids and with the closure trigger in close position. In addition, the manual lever is visible, this condition is consistent with an attempt to manually retrieve the knife by activating the manual return lever. The position and condition of the knife can not be determined through photo analysis. Based on the photos the event describe was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.